Event description:
A report was received that the pt was having difficulty charging. The physician provided x-rays that confirmed that the ipg had migrated. A revision of the ipg has been recommended.